Event description:
It was reported by a veterinarian that a cat underwent a surgical procedure on an unknown date and suture was used. Following the procedure, on (B)(6) 2015, it was reported that the knots in suture did not hold.

Manufacturer narrative:
(B)(4) - suture knots untying post-op. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by a veterinarian that a cat underwent a surgical procedure on an unknown date and suture was placed continuously with multiple knots on one end. The procedure completed successfully. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.